Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported an out of range shocking impedance measurement. A high energy shock was delivered and the impedance was within normal range. Subsequent low energy shocks were also normal. Guidant received additional information that another out of range shocking impedance measurement occured.

Manufacturer narrative:
Event conclusion: a comprehensive series of automated diagnostic tests were conducted to verify the performance of the memory, pacing, defibrillation, recording and sensing functions of the device. Adequacy of setscrew function and contact with the lead's terminal pin was also verified during testing. The device performed normally throughout all tests. Historically, elevated impedance has been attributed to an incomplete connection between the lead's terminal pin and the device's terminal block or a compromised defibrillation lead. According to the patient, degradation of the abdominally implanted defibrillation leads caused the high impedance. The leads were surgically abandoned, so their involvement cannot be determined.